Manufacturer narrative:
The device was not returned for eval. Therefore, no conclusion could be determined regarding root cause. Replacement devices were used to correct the fallen brow with no further complications.

Event description:
Physician had a case using the ultratine forehead 3.5 device. The physician claims that in 2007, three weeks post-operatively, the brow had fallen. It was reported that two months later, when the physician was correcting the fallen brow, he noticed that the platform of the ultratine device was still there, but the tines were flat.